Event description:
It was reported that the xenon light source had poor contact and a noisy image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was estimated that the output socket failure caused a communication abnormality with the endoscope and the image becomes noisy. However, the root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.